Manufacturer narrative:
Other, other text: e1: contact is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, when the doctor performed a tracheostomy it was found that the tracheostomy tube cuff was leaking. Device could not be used, and was immediately replaced. Patient was reported to have "dyspnea". The catheter was cut open, and found out the device was malfunction". No obvious harm was caused to the patient.

Manufacturer narrative:
No product was returned. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com

Manufacturer narrative:
UDI related data quality updates only.